Event description:
It was reported that the pt stopped being able to hear about one week ago. Med-el (B) (4) arranged to see the pt as his external equipment was functioning correctly. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.